Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No stuck button alarms noted. However, corroded electronic assembly noted during visual inspection. Device passed displacement test and self test. Hal software error detected noted in the formatted history file. Possible hardware issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and pump error. The customer¿s blood glucose was 19mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm and then alarmed pump error and could not clear alarm because buttons were not responding. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.